Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) to report the discordant calcium result. Quality control (qc) was within range. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse replaced and aligned sample 1 mixer. The cse performed service methods. The customer ran qc, which was acceptable. As per the dimension vista 500 operators guide, when an "abnormal assay" error is obtained, the customer is instructed: "this result cannot be reported. Rerun the sample." Reporting the flagged result was a failure to follow instructions. The cause of the discordant calcium result is unknown. The instrument is performing according to the specifications. No further evaluation of this device is required.

Event description:
Discordant, falsely high calcium results were obtained with repeat precision testing on one patient sample on a dimension vista 500 instrument. The initial result obtained on the same instrument, was obtained with an abnormal assay flag. The initial flagged result matched the patient's history (previous result of 8.5) and was reported to the physician(s), although it was flagged. The sample was then repeated on the same instrument, resulting lower. The customer then ran precision testing on the same instrument, and the three replicates resulted falsely high. The discordant results were not reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant calcium result.